Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The subject device was returned and inspected, and it was confirmed during the inspection that the instrument channel was clogged. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that foreign material came out of the device, but the type of material or root cause could not be determined. There was no deviation from the instruction manual in the reprocessing procedure for the area where the foreign matter remained, and there was no deformation or damage to the biopsy channel reported. The suggested events are detectable or preventable by handling the device in accordance with the following IFU. Operation manual inspection of the endoscopic system: inspection of the instrument channel and forceps elevator. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when using the duodenovideoscope, the forceps could not be inserted nor removed, and the residue test brush broke off inside the scope. There were no reports of patient harm.